Manufacturer narrative:
(B)(4). Failure event observed during analysis. Analysis found that the power supply was defective, burn marks to the back of the circuit board. (B)(4).

Event description:
This report is to advise of an event observed during analysis.